Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. .

Event description:
It was reported that the patient developed skin irritation at the pod¿s insertion site while wearing the device longer than 48 hours. The patient experienced redness and the discomfort of pus coming out. The site was treated with alcohol and an antibiotic cream.